Manufacturer narrative:
The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, and active current measurement or download the trace and history files utilizing thump (download difficulty) due to the blank display. The pump was cut open to perform a visual inspection. Swapped a test pcba 1 and the blank display persisted. Swapped a test pcba 2 and the display was visible. Physical inspection of the pcba 2 reveals a crack on u6 causing the blank display. No evidence of physical or moisture damage was found on the motor, force sensor, or pcba 1. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, stained and fading serial number label, and pillowing keypad overlay. Blank display is confirmed due to a cracked u6 chip on pcba 2. Download difficulty is confirmed due to the blank display. Failed battery is unknown due to the blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the insulin pump stopped working due to failed battery. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.